Event description:
It was reported by the customer that the insulin pump was alarming failed battery test. Customer stated they have changed the batteries about ten times and the issue persists. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.